Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the connector was in good condition. However, the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Lastly, visual inspection identified that the fiber was broken into two as the connector was separated from the fiber body. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review of the slimline sis hazard analysis was completed and confirmed that the event of fiber cap/tip detachment was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, the reported event was confirmed as analysis of the returned device identified that the connector was separated from the fiber body. Even though the reported event mentions that the fiber fell off from the tip what was observed in the returned analysis is likely what the customer meant. Therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure when the laser was fired the fiber fell off from the tip. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during procedure when the laser was fired the fiber fell off from the tip. The procedure was completed using another fiber. There were no patient complications.